Event description:
In this event it is reported that unknown ankylos cx abutment fractured that led to an implant removal - implant abutment fractured, had to remove implant.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.